Event description:
As reported, during an unspecified procedure on (B)(6) 2021, when deploying the 1st fastener of the bard/davol optifix straight fixation device into an unspecified mesh, a broken fastener was deployed. It was reported that the fastener broke during attempted fixation into the cooper's ligament, and at that point the optifix straight device would not deploy any additional fasteners. The broken fastener was removed from the patient's body. The surgeon is an experienced user of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fastener device deployed a broken fastener. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. Visual evaluation noted bent guide wire/ backup tabs. Functional evaluation by simulated testing resulted in the deployment of broken fasteners. The reported deployment issue and broken fastener is a known result of a bent guide wire/ backup tabs. Internal component evaluation finds that all of the components are in place and in good condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported issue is confirmed and the root cause is most likely related to user device interface from applied forces when attempting to fixate into cooper's ligament. The precautions section of the instruction for use (IFU) states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
As reported, the optifix straight fastener device deployed a broken fastener. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The precautions section of the instruction for use (IFU) states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." If/when sample is received and evaluation is completed, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, when deploying the 1st fastener of the bard/davol optifix straight fixation device into an unspecified mesh, a broken fastener was deployed. It was reported that the fastener broke during attempted fixation into the cooper's ligament, and at that point the optifix straight device would not deploy any additional fasteners. The broken fastener was removed from the patient's body. The surgeon is an experienced user of the device. There was no reported patient injury.